Event description:
Per study adverse event form, this lead had phrenic nerve stimulation. The ventricular output was re-programmed. This device still provided 2x safety margin.

Manufacturer narrative:
This is a reportable event because of the high thresholds, despite the fact that it is still in use.